Event description:
It was reported that during a laparoscopic low anterior resection procedure, stapler was positioned on blood vessel intended for ligation. Upon firing the device the cartridge was pushed from the end of the jaws. The hcp reports that the device was loaded correctly and that the safety lock out of the cartridge was not engaged prior to the firing sequence. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete/interrupted. The analysis results found that the (B)(4) device was received in good visual condition and with three reloads present. Reload a was received partially fired which indicates that the device's firing cycle was interrupted. In addition, two (B)(4) reloads were received fully loaded with staples. It should be noted that an (B)(4) device is only design to work with (B)(4) reloads. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event described could not be confirmed as the cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing.